Event description:
Same case as MFR #: 2134265-2013-04930. It was reported that post a stenting treatment procedure, restenosis occurred. The patient presented with an unspecified disease requiring dilation of the pulmonary artery which led to the discovery of the target lesion. The 90% re-stenosed target lesion was located within a previously implanted express ld stent, deployed approximately one year ago, in the moderately tortuous pulmonary artery. A non bsc guide wire and a 7fr non bsc sheath were placed. The 12.0x20mm mustang balloon catheter was advanced. Inflation was performed twice to 5atms during which slipping of the balloon was occurring. There were no issues inflating or deflating the balloon; however, during withdrawal, the balloon became stuck in the lesion. The physician was unable to remove it after several attempts. The mustang and the sheath were then removed together. The distal end of the balloon was noted to be ¿inside out¿ with what appeared to be red tissue attached to it. No portion of the device was detached inside the patient and no vessel damage occurred. Imaging was performed; slow flow was noted and resolved with dilation of a 12x20mm non bsc balloon. The procedure was completed. There were no additional patient complications reported and the patient¿s status was stable.

Manufacturer narrative:
If implanted, give date: 2012, "deployed one year ago." Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).